Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09037. The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported a surgical intervention was undertaken to explant and replace patient's scs system as the patient experienced a shocking sensation. No further patient complications were reported.